Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend analysis: "review of all complaints of fluid leak (a050401) for the period of nov 2020 through oct 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as an surgical damage and observed a cracked valve seat diaphragm valve. Additional observations: creases were observed. White particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.